Event description:
It was reported there were insulation problems. The lead was removed from service. The device was returned after an implant attempt and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: evaluation of the device confirmed an atrial lead insertion problem. Inspection under a microscope found the setscrew block was not seated properly into the connector block. Other: it was reported there were insulation problems. The lead was removed from service. The device was returned after an implant attempt and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. No conclusion can be drawn, insulation degradation.

Event description:
It was reported there were insulation problems. The lead was removed from service. No patient complications have been reported as a result of this event.